Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 514 mg/dl. The customer's blood glucose was 474 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer reported that they had high blood glucose of 486 mg/dl and treated by bolus. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.